Manufacturer narrative:
During the device evaluation at manufacturer's service center, a failure of the device's internal batteries was observed. The device's internal batteries were replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator's internal battery failed to hold its charge. The device was not in pt use.